Event description:
A customer contacted beckman coulter (bec) to report eight discrepant total human chorionic gonadotropin (tbhcg) and b-type natriuretic peptide (bnp) results generated by an access 2 immunoassay system. Retest of samples on another instrument gave correct results. No patient printouts were provided. There was no injury associated with this event. The customer did not provide any information with regard to a change to patient treatment due to the discrepant results.

Manufacturer narrative:
Per customer, quality control (qc) was out of specifications on the instrument and the samples should not have been run on this instrument. The customers biomedical engineer worked on the precision pump after which qc recovered within the customer's specifications. The details of the repair performed by the biomedical engineer were not provided by the customer. The cause of this event is attributed to use error (running the instrument with failing qc) which led to the discrepant tbhcg and bnp patient results. The failing qc was likely caused by the precision pump.